Event description:
Electrosurgical unit (esu) settings were 10 coagulation and 10 cutting. The esu appeared to deliver a higher energy level. A small burn area was noted on the incisional site esu removed and procedure continued.